Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. The alarm history revealed no delivery alarms. The bolus history showed a last bolus of 2.4 units for the day before the event. Her blood glucose reading was 418 mg/dl. It was stated that the nurse uploaded the insulin pump and found that the infusion set had not been changed for five days. The nurse stated that she will discuss the proper set changes with the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.